Manufacturer narrative:
There has been a previous report received where no water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g119 scaler, there was no water flow and the handpiece was getting hot; no injury resulted.

Manufacturer narrative:
Continuous water flow due to an open water solenoid, unit was received with the wrong hose. And is missing the water filter assembly. Partially clogged hp cable causing poor water flow.